Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: caller reported after loading insulin into the syringe from the insulin vial, caller noticed a small object that resembles a rock floating in the syringe.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: caller reported after loading insulin into the syringe from the insulin vial, caller noticed a small object that resembles a rock floating in the syringe.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9226367. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.